Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and during repair, the unit failed the third stage of the leak test. The stm isolated the leak to pneumatic module assembly, replaced same, and performed all manifold leak tests. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us. The initial reporter named is a getinge employee who has different contact details from that of the event site. Contact is hopper john and event site phone is (B)(6).

Event description:
It was reported that during repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the pim leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and during replacement of safety disk pim failed third stage of leak test. Fse could not confirm the reproduction. To fix the issue , fse replaced the pneumatic interface module assembly. Fse performed all  manifold leak test.  Passed all leak tests to specifications. Unit passed all functional and safety tests per factory  specifications. Unit returned to customer and cleared for clinical use.